Event description:
A manufacturing representative (rep) reported that x-rays were taken and the leads looked good, but the patient was not perceiving stimulation on the left side. Coverage during surgery was different at post op. It was noted that the patient had a very scoliosis spine and a history of lumbar radiculopathy and spinal pain. There were no issues to cause the lack of stimulation. As a result, a surgery was required.

Manufacturer narrative:
Concomitant medical devices: product ID: 97791, lot# n547064, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).